Manufacturer narrative:
The sample was not returned for evaluation. According to the customer, these wet packs were found post-sterilization. We are unable to identify a root cause. No further actions will be taken. This product incident is documented in the o&m halyard, inc. Complaint database and identified as complaint comp-(B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that a o&m halyard, inc. Product is defective or has caused serious injury.

Manufacturer narrative:
The product involved in the event was not available for return. A follow-up report will be provided upon conclusion of investigation. This product incident is documented in the o&m halyard, inc. Complaint database and identified as complaint (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that a o&m halyard, inc. Product is defective or has caused serious injury.

Event description:
Incident two. Customer reported they have experienced wet packs. This resulted in patient delay in procedure. Additional incident details have been requested.